Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd pegasus safety closed IV catheter system broke. This was discovered during use. The following information was provided by the initial reporter: the catheter of pegasus 24g was broken at the length of 4/5, customer had suspected that broken part was in the patient's body, they did a whole-body x-ray scan, no broken catheter was found, customer wanted to take it out through medical means, they also needed green claim.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9197410. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system broke. This was discovered during use. The following information was provided by the initial reporter: the catheter of pegasus 24g was broken at the length of 4/5, customer had suspected that broken part was in the patient's body, they did a whole-body x-ray scan, no broken catheter was found, customer wanted to take it out through medical means, they also needed green claim.